Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 year and 1 month post implant of this 38mm mitral annuloplasty band, it was explanted and replaced with an unknown product. The reason for the replacement was reported as the p2 scallop of the posterior leaflet was prolapsed, leading to recurrent severe mitral regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b.3: date of event, b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 year and 1 month post implant of this 38mm mitral annuloplasty ring, it was reported that an e chocardiogram (echo) discovered the p2 scallop of the posterior leaflet was prolapsed, leading to recurrent severe mitral regurgitation. No intervention or additional adverse patient effects were reported. Subsequently, 6 months later, it was explanted and replaced with an unknown product. No additional adverse patient effects were reported.